Event description:
It was reported that during a laparoscopic cholecystectomy procedure, several of the clips scissored. The procedure was completed with another device of the same product code. There was no patient consequence.